Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete information to reset the pump and guided them through the process. After the pump reset, the error did not reappear, and the caller successfully started their sensor session.